Event description:
It was reported that the remote alert of a mechanical heavy shock to the detector. The device was in clinical use and there was no harm to patient or user.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that the remote alert of a mechanical heavy shock to the detector. The device was in clinical use and there was no harm to patient or user. The remote service engineer (rse) performed analysis and concluded that there was a partial fall of the detector from less than one foot. Heavy shocks were registered in the detector¿s shock log. The detector was inspected, and no visible damage was found. Images were homogeneous with no artifacts, and the iq test passed. The rse instructed the customer to perform detector calibration and advised contacting philips if any issues were observed. System returned to clinical use with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).